Manufacturer narrative:
One device was received for evaluation. Visual inspection found the bottom case and plunger assembly tamper seals to be broken, a cracked plunger case, cracked bottom case, and cracked power supply insulator. The devices event history log was reviewed for evidence of the reported problem and found? Check clutch error? In the log. To conduct functional testing an occlusion test was performed. Upon testing, the reported problem was duplicated. The root cause was determined to be the old, dirty, and worn-out lead screw and clutch halves. The lead screw and both clutch halves were replaced. The device then passed all functional tests. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device gives a clutch error. No patient injury reported.